Manufacturer narrative:
The subject products were returned for investigation. Testing on the meter was completed on (B)(4) 2013 with the following findings: the subject meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed that on an unknown date/time she tested on the subject meter and observed values of "180 and 190 mg/dl" which she felt were high as compared to her usual readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with diet and exercise alone and denied taking any action regarding her usual routine in response to the alleged issue. At an unknown time after testing, she claimed she developed symptoms of "shaking" but despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were expired at the time of use. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurately high reading on the subject meter, took no action and developed symptoms suggestive severe hypoglycemia after the alleged meter issue began.